Manufacturer narrative:
(B)(4). Date sent: 8/30/2023 operative reports received and attached.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: only event year known: 2021. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62 yo female patient with history of morbid obesity (bmi 46) underwent laparoscopic sleeve gastrectomy. During the procedure, an echelon 60 powered stapler was used to transect the stomach, and a black load followed by multiple blue loads were used to complete the transection. No difficulties with stapler were reported and surgeon noted all staple lines were inspected and intact. An upper endoscopy performed intraoperatively returned normal findings. Post op day 1, patient experienced a drop in her hemoglobin and underwent a diagnostic laparoscopy during which a significant clot and blood were noted throughout the abdomen (primarily around the sleeve). The sleeve was clipped with good effect, after which the entire abdomen was explored and all clot and old blood was suctioned out. The staple line was inspected again, and any suspicious bleeding sites were clipped. There were no further signs of bleeding at the end of the procedure. The patient was taken to the pacu in stable condition, and the patient was discharged on pod #2. No further complications are reported.